Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-000/ lot 148779 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-430h / lot 148779. Test base part number 195-000 / lot 148779. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 148779 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a tested nasal swab. The consumer reported results on the first test was very a faint pink color under control line and faint pink color under sample line (positive). The second test on (B)(6) 2021 with binaxnow¿ covid-19 antigen self test gave a pink color under control line and no color under sample line (negative). Pcr confirmation testing was performed and generated negative results. The consumer stated the her son had no symptoms. No additional patient information, including treatment and outcome, was provided.